Event description:
It was reported that the patient saw the antenna too hot icon while recharging. When the patient removed the recharging system, he felt no stimulation. Stimulation came back when the patient touched the device with their hand. It was reported that when the patient recharged more that stimulation was lost. The patient reported that when stimulation came back on it "dropped them to their knees".

Manufacturer narrative:
(B) (4).